Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the reported short circuit error. Instead the evaluation found the teflon pad damaged, partially separated from the jaw and with a portion missing, exposing metal underneath the pad. There were also char marks on the teflon pad. Based on similar reports, a potential cause for thermal and mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a hysterectomy with colpotomy, the device posted a short circuit error during cutting. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with a similar device.